Event description:
It was reported that the patient had to charge the ipg more frequently. The patient underwent a revision procedure wherein the ipg was replaced with a non-rechargeable device. The explanted ipg was not returned as it was kept by the medical facility.